Manufacturer narrative:
In a good faith effort response received from the authorized service provider (asp), it was stated that the device diagnostic report (drpt) from the time of the event was not available. The asp stated that the problem was found to be with the patient mask of the patient circuit. The customer replaced the mask from their own stock, and the reported issue resolved after the replacement. No further issues were found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a proximal pressure line disconnect alarm. The device was reported to be in use at the time of the reported problem. There was no patient or user harm reported.